Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient went from weighing 124 lbs in march to 106 bs in june and they were wondering if it was vns related. The patient had their settings increased from 1.5ma to 1.75ma back in march but there were no other changes. The patient's settings were lowered back down and the patient was put on pepcid as the physician believes this could be reflux. No other relevant information has been received to date.